Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant, but did not provide much information. Thirty-two ncm of primary stability was achieved and immediate load was not performed.